Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The device's analog board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was unable to obtain an ECG signal via paddles. Complainant indicated that there was no patient involvement in the reported malfunction.